Manufacturer narrative:
(B)(4). The assignable root cause of the reported condition is unknown. As a corrective action, the supplier of the defective part was notified. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a cracked male luer lock adaptor. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a high flow rate extension set had a cracked male luer. This was noticed during priming, while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should the sample be received or additional relevant information be obtained, a follow-up MDR will be submitted.